Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. The system operates as intended.

Event description:
The customer reported the system displayed a charger error during boot up. No pt injury was reported.